Manufacturer narrative:
Product analysis the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had a screw movement issue, and potential tissue in the screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead was attempted but not used during implant. It was noted that there was a lead failure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.